Event description:
Dealer states the surestep springs are worn and the chair pitches forward. He also states the user has reported the chair to completely come to a stop without an error code and continue to drive. He states the customer was thrown forward out of the chair. He does not report any injuries. He states he was using it outdoor, on the sidewalk which is on a grade, but no more than an inch incline. No injury. Reporter called tech service for troubleshooting. Please review addtional information received.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m94, serial number/date code (B)(4) is approximately 4 years, 5 months old. The owner's manual part number 1125085, rev.j(oct-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed. Of note: in speaking with the reporter it was learned the end user has had the device since (B)(6) 2008. Asked what could have caused this issue? Stated he didn't know but felt there were a few parts springs missing that could have contributed. Asked if an install from the beginning issue? Per (B)(6), not sure, but he felt they could have just broke off with time, wear and tear. The power chair is with the dealer now for the repairs and end user is there now while (B)(6) was troubleshooting with our service tech.